Event description:
Related manufacturer reference number:2017865-2024-02152, related manufacturer reference number:2017865-2024-02154. It was reported that the patient presented in the clinic for a follow-up and it was found that the left ventricle lead had a high capture threshold. Programming changes were made to resolve the capture issue. The physician also observed vegetation on the atrial lead, which was visualized with transesophageal echocardiography. The patient was monitored and there were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.